Event description:
During the firing of a plcr75b via a plc75 the staples were unformed and the knife only partially cut the tissue. Another device was used to complete the procedure. As result of the malfunction the procedure was prolonged by one and a half hours.

Manufacturer narrative:
The returned plc75 was evaluated, and was found to have a broken anvil pull screw. The pull screw was also found to have dimensions which were not to specifications. Pull screws form this lot have been quarantined. Device MFR date could not be determined as the lot number was not provided by the initial reporter.